Event description:
"Metal flecks coming off during use" was noted on customer repair paperwork. On follow up it was reported that the attachment started shedding metal flecks during a surgical procedure. Copious irrigation was used to remove the flecks. There were no injuries to the patient, and no significant delays in surgery. The procedure was completed with a second attachment.